Manufacturer narrative:
(B)(4). Date of implant reported as five (5) years prior to explant. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for a veterinary case. There was no human patient involvement. It was reported the equine patient was implanted approximately five (5) years prior to explant for repair of a cannon bone fracture. The 4.5mm non-locking screw was causing irritation of the soft tissue in the suspensory ligament. Patient was returned to surgery on (B)(6) 2017 for removal of the screw. During the removal procedure the head of the screw broke off but was easily retrieved. Broken screw is addressed in (B)(4). Patient was not revised to any additional hardware. Pre-operative x-rays were taken on (B)(6) 2017. This report is for one (1) 4.5mm cortex screw. This is report 1 of 1 for (b)46).